Event description:
It was reported that during an unknown procedure, the device has not clipped from the third charger and did not cut. Change of device : clip + charger. This resulted in a longer procedure, but amount of time was not given. The patient was under observation post operatively.

Manufacturer narrative:
(B)(4)- damaged pawl. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For understanding: ¿the device has not clipped from the third charger and did not cut¿ clipped=stapled, charger= reload? During what kind of procedure was the device used? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Is there any other additional information you would like to share about this device or procedure? How long was the procedure prolonged? What is meant patient is still under observation? The analysis found that one ple60a device was returned with the firing mechanism damaged and with an ecr60d cartridge loaded on the device. The returned reload was fully fired and in good visual condition. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.